Event description:
A 3.5 x 28mm cypher select stent was inserted into the patient's body, and then pressure was applied. However, the balloon would not inflate and the physician found angiographic solution leaking at the hub of the shaft; outside of the body. The cypher was exchanged without difficulty and the procedure was completed.

Manufacturer narrative:
This ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.